Manufacturer narrative:
On 9/20/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. The instrument was not returned for further evaluation.customer stated item is not available for pickup . Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation.

Event description:
Customer initially reports a piece of the needle holder broke off while doing a posterior enterocele. Both pieces thought to be recovered. No harm done. Update 9/6/16 customer has no further information.